Event description:
The patient reportedly experienced an overly loud sensation followed by loss of sound. Troubleshooting was performed at the center. External equipment was exchanged; however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.